Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. Oekg checked the subject device and found the following. The light guide lens had discoloration and cracks. The ultrasound transducer surface was damaged. The adhesive of the bending section cover was porous and broken. The insertion tube was buckled and kinked. The control section was damaged and broken. The universal cord was kinked. There was corrosion and humidity in the scope connector. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel: stenotrophomonas maltophilia (>1000 cfu/ml) suction/instrument channel: stenotrophomonas maltophilia (6 cfu/ml) the device had been reprosessed with a non-olympus automated endoscope reprocessor, soluscope 4, or an olympus automated endoscope reprocessor model mini etd2 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.